Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient's catheter line, not the fresenius cycler set during fill 1 of pd treatment. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to leak. The cause of the leak is unknown. Fluid did come in contact with the cycler screen and outside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated the tubing next to the blue valve had a hole and fluid dripped onto the patient. A little sprayed onto the screen of the cycler as well. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, 4 vials, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient confirmed that the cycler set was given to the pdrn and could not confirm if it was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient's catheter line, not the fresenius cycler set during fill 1 of pd treatment. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to leak. The cause of the leak is unknown. Fluid did come in contact with the cycler screen and outside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated the tubing next to the blue valve had a hole and fluid dripped onto the patient. A little sprayed onto the screen of the cycler as well. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, 4 vials, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient confirmed that the cycler set was given to the pdrn and could not confirm if it was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.

Manufacturer narrative:
Correction: h6 component code, impact code.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient's catheter line, not the fresenius cycler set during fill 1 of pd treatment. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to leak. The cause of the leak is unknown. Fluid did come in contact with the cycler screen and outside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated the tubing next to the blue valve had a hole and fluid dripped onto the patient. A little sprayed onto the screen of the cycler as well. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, 4 vials, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient confirmed that the cycler set was given to the pdrn and could not confirm if it was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient's catheter line, not the fresenius cycler set during fill 1 of pd treatment. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to leak. The cause of the leak is unknown. Fluid did come in contact with the cycler screen and outside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated the tubing next to the blue valve had a hole and fluid dripped onto the patient. A little sprayed onto the screen of the cycler as well. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, 4 vials, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient confirmed that the cycler set was given to the pdrn and could not confirm if it was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.